Manufacturer narrative:
A field service engineer (fse) did not observe the problem with the stabilyse tubing (thru vl45) disconnecting at the vc25, as customer had repaired it prior to his arrival. He redressed and reconnected the tubing properly with the sleeve at the mixing chamber fitting as a preventative measure. The fse performed verification of the instrument to meet the specified requirements per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported differential (diff) voteouts (non-numeric results) from a coulter lh 780 hematology analyzer while running patient samples. The customer also observed a clear fluid leak of approximately 1ml and that one of the tubes to the diff mixing chamber going through vl45 had popped off. The customer was wearing personal protective equipment (ppe) consisting of gloves and protective gear at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.